Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following the customer allegation, the maxi sky 600 ceiling lift dropped unexpectedly. The ceiling lift was not used to transfer the patient at that time. No injury was claimed.

Event description:
Following the customer allegation, the maxi sky 600 ceiling lift dropped unexpectedly. No injury was claimed. The ceiling lift was not used to transfer the patient at that time. It occurred when the lift was preparing for use. When the facility staff wanted to lower the spreader bar, it stopped operating. Then the staff pulled down on the spreader bar and the strap unwound suddenly.

Manufacturer narrative:
The device evaluation revealed that the issue was caused by the upper limit switch failure. This causes accumulation of the strap in the ceiling lift housing, that unwound when the spreader bar was pulled down. The limit switch is the part located on lift transmission and are responsible for preventing the motor to winding the strap too far up. If the limit switch is activated, the electrical break should be deactivated. The review of complaints and service repair records revealed that the limit switch was not replaced in the past. This is the original part fitted during device manufacturing process (on 29 aug 2005). Based on this it can be determined that the limit switch failure deteriorated within the years of usage. As no limit switch failure was observed over the years (since manufacturing of the ceiling lift), the design and manufacturing errors could be excluded. To sum up, the cause of the reported drop can be determined as upper limit switch failure as a consequence of component deterioration during years of usage. Arjo device failed to meet its specification. The device was not used for a patient transfer when the failure occurred. The complaint decided to be reportable due to allegation of the maxi sky 600 ceiling lift drop. No injury was claimed.